Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging an issue related to particles in bipap tubing/chamber. Patient alleges respiratory problems. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging an issue related to particles in bipap tubing/chamber. Patient alleges respiratory problems. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information has been received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged respiratory problems, hoarsed throat and seeing the black particles in the chamber. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged hoarsed throath and labored breathing. Section h6 health effect - clinical code: 2396, 1816 was missing in the previous report, which is correctly updated in this follow up report.